Event description:
It was reported by a pharmacy in (B)(6) that 7 incidents of fast flow occurred using pumps on 4 different pts. It was reported that 2 of the 7 devices are available for return and analysis. Please reference: 2026095-2015-00006/14-01146 (a), 2026095-2015-00007/14-01146 (b), 2026095-2015-00008/14-01146 (c), 2026095-2015-00008/14-01146 (d), 2026095-2015-00008/14-01146 (e) and 2026095-2015-00011/14-01146 (f). Pt #4 of 4: incident #3 of 3-infusion started (B)(6) 2014 at 12:15pm and ended (B)(6) 2014 at 6:00pm. The infusion ended in 30 hours instead of 44 hours "during 3 consecutive cures of chemotherapy'. Medical consequences were gastrointestinal toxicity with pain, diarrhea and tiredness. One of the devices from pt #4 was saved for return and analysis. Currently, clarification has been requested on the returning device and is not available at this time. Fill volume: 220ml, flow rate: 5ml/hr, procedure: chemotherapy and cathplace: PICC.

Manufacturer narrative:
Method: one of the three devices used for pt #4 was reported to be returning for eval. Currently, clarification has been requested on the returning device and is not available at this time. At this time halyard is pending receipt of the device. A review of the device history record (DHR) is in progress for the reported lot number. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: once the investigation and device analysis are completed, a f/u report will be submitted.